Manufacturer narrative:
Correction: the index procedure was triggered by the endovascular treatment of a thoracic aortic aneurysm. It was reported that during the re-intervention there were chimney (parallel) grafts implanted in the left common carotid artery and the innominate artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: vamc4040c150tu; upn # (B)(4).

Event description:
It is reported that a valiant captiva stent graft system, an endurant ii limb, and a heli-fx applier was used the endovascular treatment of a patient. It is reported that the day after the procedure, the patient suffered from reactive leukocytosis, which was assessed by the investigator as possibly related to the index procedure and heli-fx device. The patient was treated with medication and the event resolved. It was reported that, two days later the patient had an infected right groin, which was assessed as probably related to the index procedure by the investigator. Symptoms of the infection included increased serosanguinous drainage from the groin puncture and purulence at the site. The patient was treated with medication and a right external iliac to sfa bypass with reimplantation of the profunda using a cryopreserved iliac artery and thromboendarterectomy. The patent recovered with treatment. It was reported that, on the same day, the patient suffered from altered mental status, which the investigator assessed as probably related to the index procedure. The patient experienced delirium with anxiety/ptsd suspected to be the cause. The patient was treated with medication and diagnostic CT. The event was resolved. No additional clinical sequelae were reported and the patient is fine.